Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported material deformation, difficult to position and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: laxa; guide wire: sion blue; guide catheter: launcher. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion with no tortuosity and mild calcification in the mid left anterior descending (lad) coronary artery. A non-abbott balloon dilatation catheter was advanced to the lesion and inflated; however, a perforation occurred. A balloon catheter was used in an attempt to treat the perforation. Next, a 2.8 x 16mm graftmaster stent delivery system (sds) was advanced to treat the perforation, but failed to cross before reaching the lesion. It was possible that this was due to interaction with a balloon catheter and guide wire that were in the vessel at the same time. The graftmaster was removed and the distal end of the stent was noted to be flared. The device was replaced with another graftmaster which sealed the perforation. There was no adverse patient sequela. There was no clinically significant delay in the procedure.